Manufacturer narrative:
(B)(4). The lot was manufactured from march 21, 2014 to march 25, 2014. The device was received for evaluation. Visual inspection revealed leakage caused by fractured tubing. The reported condition was verified. The cause of the damaged tubing was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from its tubing. This was noticed during preparation of medication. There was no patient involvement. No additional information is available.